Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 105, and repeat results of 8, 5 and 2 u/ml. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using ca 19-9 reagent lot 16050m500 and met acceptance criteria. Tracking and trending did not identified an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.